Event description:
A report was received that a pt's leads and lead extensions were explanted due to an infection. The pt had experienced heat and tenderness at the lead site, as well as a milky white discharge. The pt was prescribed antibiotics. The pt is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records for the explanted devices found them to be satisfactory. This is the final report.